Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys estradiol iii on a cobas e 801 analytical unit. The first patient sample initially resulted in an estradiol value of < 5 pg/ml. The sample was repeated, resulting in a value of 225 pg/ml. A corrected report was issued, but the customer did not deem any of the values to be correct. The customer performed a dilution study with a second patient sample. This sample initially resulted in an estradiol value of 13 pg/ml. The sample was diluted 1:2 and repeated, resulting in a value of 44 pg/ml. The sample was diluted 1:10 and repeated, resulting in a value of 303 pg/ml. The sample was diluted 1:100 and repeated, resulting in a value of 3144 pg/ml.

Manufacturer narrative:
Per product labeling: "the recommended dilution is 1:10 (either automatically by the analyzers or manually). The concentration of the diluted sample must be 881 pmol/l ( 240 pg/ml)." The investigation did not identify a product issue.